Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device evaluation: the products were not returned and no photos, intra-op/post-op images, or surgical notes were provided, so an evaluation is unable to be performed. The complaint is non-verifiable for the reported failure. DHR review and related actions: per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds. Potential cause this event could possibly be attributed to off-axis forces capable of overcoming the material properties applied during impaction. Additionally, the difficulty inserting the blade, may have been because of hard bone, as the replacement implant was successfully installed after using the awl. With the given information, the definitive cause cannot be determined. .a follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a plate was difficult to install into the mating cage and the cage was found to be broken after both pieces were removed intra-operatively. A new cage was installed, the awl was used to create the pathway for the plate, and a new plate was installed without issue. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00252.

Event description:
It was reported that a plate was difficult to install into the mating cage and the cage was found to be broken after both pieces were removed intra-operatively. A new cage was installed, the awl was used to create the pathway for the plate, and a new plate was installed without issue. There were no reported patient impacts. This is report two of two for this event.